Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor breast implants of unknown type and experienced bilateral deflation. As a result, the patient will undergo removal on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On 7/8/2020, the mentor failure analysis lab has received the device for evaluation. Both implants were 250cc. The replacement devices were mentor smooth round moderate profile 275cc-300cc. The right implant was intact. On 7/21/2020, during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).